Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted radical salvage prostatectomy surgical procedure, the thread of the monopolar curved scissors frayed over a good length which interfered with the use. No fragments fell inside the patient. The procedure was completed. There was a delay of less than 15 minutes.